Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: the liner was fully expanded and tip opened. Sheath shaft curvature was noted. The distal tip was torn radially and axially. Slight stretching on the axial score line. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath distal tip torn and resistance between system components were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies . Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''during insertion of the 23mm s3ur valve, it got caught on the marker band at the tip of the sheath. The operator had to use what he deemed as excessive force to advance the valve through. There was a ''pop'' and it freed up. Upon removal of the sheath at the end of the case, we noticed that the band had partially ripped away from the sheath and was hanging loosely''. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel calcification and tortuosity near the aortic bifurcation as well as undersized access vessels. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Calcification and undersized vessels can create a constrained condition on the sheath, leading to sub-optimal conditions for distal tip expansion. Sharp nodules of calcification can damage the tip directly upon advancement of the sheath. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification, undersized vessels) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A product risk assessment (pra) was previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities regarding tip expansion which were identified during previous investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr. As reported, during insertion of the 23mm s3ur valve, it got caught on the marker band at the tip of the sheath. The operator had to use what he deemed as excessive force to advance the valve through. There was a ''pop'' and it freed up. Upon removal of the sheath at the end of the case, we noticed that the band had partially ripped away from the sheath and was hanging loosely. There were no missing pieces in the patient. The patient was discharged home.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr. As reported, during insertion of the 23mm s3ur valve, the valve got caught on the marker band at the tip of the sheath. The operator had to use what he deemed as excessive force to advance the valve through. There was a ''pop'' and it freed up. Upon removal of the sheath at the end of the case, it was noticed that the band had partially ripped away from the sheath and was hanging loosely.